Event description:
It was reported that approximately eight years post-implantation, the patient underwent a right hip revision due to fracture of the greater trochanter, instability, and repeat dislocation. During the revision the scar tissue was released, fragmented greater trochanter was repaired with a claw plate, cables, and sutures, resulting in satisfactory reduction despite compromised bone quality. The femoral component was retained, while all other components were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: cat# 139261 lot# 342840 m2a magnum 42-50m tpr insrt +9 g2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.